Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and the insulin pump was exposed to moisture. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-242a, mmt-1884l, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-242a. Mmt-1884l was requested and the device was returned for analysis. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded battery cap contact, pillowing keypad overlay. Blank display was confirmed during analysis due to moisture damage on the pcba 1, pcba 2 and harness assembly vibrator. Exposed to moisture confirmed on pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. Unable to confirm high bg. Unspecified cosmetic damage was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.